Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011952, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011952 was manufactured according to the work instruction (wi) version 121 and manufactured in the line inset 3 on 08-mar-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5b04539 was manufactured according to the (wi) version 67 and manufactured in the machine sc01, on 07-mar-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5b05641 was manufactured according to the (wi) version 67 and manufactured in the machine sc01, on 08-mar-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.